Event description:
Reported incident - the patient is experiencing metallosis problems, likely to have a revision surgery.

Manufacturer narrative:
Manufacturer narrative: the reason for this reported incident was due to the patient experiencing metallosis problems. There was no other information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. A review of the implant device history records (DHR), shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements, with one exception noted below. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. There was one non-conforming material report (ncmr) associated with the reported component that states that 15 or 30 units of unipolar offset sleeves were rejected for 3/8-24 (unf) unified national fine 2b threads, "nogo" side go. This indicates an oversized pitch diameter on the internal threads. All parts were accepted by manufacturing engineer (me), product development (pd) and quality assurance (qa) with the justification, "thread for extraction tool engagement. Thread engagement is adequate for extraction and will not affect function." This non-conformance did not contribute to the patient's reported condition. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint is due to the patient experiencing metallosis problems. There were no findings during this investigation that indicate that the reported device was defective. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
The reason for this reported incident was due to the patient experiencing metallosis problems. There was no other information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. A review of the implant device history records (DHR), shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint is due to the patient experiencing metallosis problems. There were no findings during this investigation that indicate that the reported device was defective. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.